Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. A recurrent issue was reported on unknown blue rhino tracheostomy tube sets. The small white safety ridge on the guiding catheter is occasionally pushed into the blue rhino dilator, causing the dilator to flare and become difficult to advance over the wire guide. Cook became aware of this event on (B)(6) 2021 upon being notified by baptist health. The patient(s) reportedly experienced no adverse effects as a result of these incidents. A review of the instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling for the assumed rpn. Instructions for use (IFU) document c_t_ptisg_rev4 [ciaglia blue rhino g2 advanced percutaneous tracheostomy introducer] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿tracheostomy procedure 15. To properly align the dilator on the wire guide/guiding catheter assembly, position the proximal end of the dilator at the single positioning mark on the guiding catheter. This will ensure that the distal tip of the dilator is properly positioned at the safety ridge of the guiding catheter to prevent possible trauma to the posterior tracheal wall during introduction. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event has been traced to a component failure unrelated to a deficiency in manufacturing/device design. It is possible that excessive force was applied to the white bump, causing it to deform and become able to slip past the endhole of the blue rhino dilator; however, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown but the device was reported to be a c-ptisy. The doctor uses multiple variations of the blue rhino device and was unsure about which specific rpn had the issue. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a doctor has had issues with the cook blue rhino product. He reported that up to 10% of the time he uses these devices, the ciaglia blue rhino dilator advances over the safety ridge of the white guiding catheter. He has found that this causes "the tip of the horn to flair, and prevents the dilator from passing smoothly over the wire into the airway". He said this could happen during the procedure but has also seen the safety ridge of the white guiding catheter buried into the nose of the horn dilator in the packaging upon opening new devices. As this is a general product issue the doctor has experienced multiple times, a second complaint has also been opened and reported under patient identifier (B)(6). Additional information has been requested regarding specific patient and event details but is not currently available.